Manufacturer narrative:
H10 corrected information; supplemental MDR #2 omitted h10 correction information. B5. Describe event; f10. Adverse event problem, health effect clinical code and impact code, h6. Adverse event problem code conclusion.

Event description:
It was later reported there as a complication during surgery. During surgery, the patient's carotid artery was nicked while removing the lead electrodes from the vagus nerve. Intervention was taken to stopped the hemorrhage and surgical glue was used to close the artery. The issue was resolved in surgery and no additional relevant information has been received.

Event description:
Programming history database periodic review was performed.

Event description:
Patient underwent full revision surgery. The explanted products were discarded.

Event description:
Patient presented with high lead impedance and low battery and was referred for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.